Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 255 mg/dl, 150 mg/dl, 90 mg/dl. Tests were done within <10 minutes with a difference of 59%. Patient did not experience any adverse events. No further information has been reported. Note - customer's technique for applying blood was incorrect and cleaning fingers with alcohol.